Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned for evaluation. The implant was found detached from the pusher. Investigating the pusher first, the heater coil was found to be compressed, but did not show any signs of burn damage. The attachment bond area was still intact and did not display any notable damage. The body coil of the pusher had sections where overlapping occured. The transition area of the pusher was broken, but the lead wires were still intact. The gold connector did not display any notable damage, and the proximal green lead wire solder appeared intact. The electrical resistance of the pusher was measured at 42.5 ohms, which is still within specification. The 4-way v-grip continuity test indicted one red light. The attachment monofilament was examed. The rebound was measured at 0.125", which is within the normal range seen when the monofilament breaks near the distal tip. The attachment monofilament's tip was stretched. The implant was investigated next. The implant was kinked at multiple locations and is stretched along the proximal end. The tip of the broken coil and monofilament appeared stretched. The implant is missing about 2/3 of the proximal portion of the implant. The estimated length is around 4.2 - 4.5 cm, whereas the implant length specification is 12 cm. The root cause of the detachment is most likely due to the implant experiencing a pulling force exceeding its maximum specification, as the attachment monofilament is stretched. As mentioned in the complaint, the implant seems to have become stuck during repositioning; therefore, retrieval force most likely exceeded monofilament tension specification. The cause for the implant to become stuck could not be determined as 2/3 of the implant coil is missing and a full analysis could not be performed. The damage to the implant could also have been caused by snare retrieval. The compression damage to the heater coil could possibly have contributed to weakening the attachment monofilament, as the damaged coils are overlapping, which could cause strain to the monofilament. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during positioning of the coil in the aneurysm, the coil became stuck. The device was withdrawn from the microcatheter, at which time the coil was noted to be detached and left in the vessel. A snare was then used to retrieve the coil, which was successfully removed from the patient with the microcatheter. There was no reported patient injury or health damage.